Event description:
It was reported that an 840 ventilator had a screen blocked error while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) touch frame printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.